Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation stopped the morning prior to the report. Until that morning, the patient had been getting stimulation and it had been fine; however, the patient noted that they had been charging more recently (starting two or three weeks prior to the report). The patient used to charge once a week, but at the time of the report, they were charging every day. The patient couldn¿t communicate with the implantable neurostimulator when trying to charge. The patient notified the manufacturer representative who walked the patient through a physician mode recharge. The patient let the countdown go from 60 to 0, and kept the implantable neurostimulator recharger on the device even longer than that, and they were able to charge with 8 bars and the patient didn¿t touch any buttons or turn stimulation on since doing the reset. The manufacturer representative was seeing the power on reset 0x8 message on the clinician programmer. The patient had never seen any errors on the implantable neurostimulator recharger previously, and the patient had always charged the implantable neurostimulator before it got empty. The manufacturer representative was able to clear the power on reset message using the clinician programmer. Electrode impedances tested normal and were all under 10,000 ohms. The patient needed a normal reprogramming adjustment as they are decreasing their medications and the patient is ¿feeling it more.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was going to call the manufacturer representative if there was an issue, and the manufacturer representative had not heard from the patient. Interrogation reports from the meeting with the manufacturer representative on (B)(6)2017 indicated that the stimulation was off and that the patient should charge sooner. There were no out of range impedances on any of the electrodes. There were no further complications reported or anticipated.